Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. Three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed by which the devices were attached to an airflow and submerged into a bath of water and the pressure was gradually increased; and it was noted all 3 devices leaked from an opening in the welding close to the handle of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) oxygen barrier (multilayer) parenteral nutrition containers were leaking around the handle. The leaks were identified during packaging. The bags had a fill volume of 3573.7ml. There was no patient involvement. No additional information is available.